Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating there was a high out of range pacing impedance measurement greater than 2,000 ohms with another manufacturer's rv lead. The lead safety switch (lss) on the pacemaker was also triggered. There was an episode of noise and oversensing which resulted in pacing inhibition for approximately 2.5 seconds. Lead damage was suspected but was not conclusively identified via fluoroscopy. A revision procedure was performed and the ra lead was surgically abandoned and replaced with a boston scientific rv lead. The device remains in service with the new rv lead. No additional adverse patient effects were reported.